Event description:
Additional information received from the manufacturer representative indicated the target vessel was approximately 5-6mm. Regarding the report of "sticky balloon", there was no restriction when unsheathing the balloon protector. It was noted that force was required to cross the lesion.

Manufacturer narrative:
Hardware analysis confirmed the reported issue. The balloon catheter separated at the rx port. The reported failure mode was consistent with a known device issue.

Event description:
The balloon was being used in a superficial femoral artery (sfa) procedure with radial access. After the second inflation/deflation, the balloon was advanced distal in the target artery for the third pass. The balloon was deflated completely and when pulling back, the balloon shaft separated in the vessel. The balloon was pulled less than approximately 1mm before the issue occurred. The distal balloon/shaft segment was left in the target vessel and the proximal segment was removed. The surgeon was able to retrieve the catheter segment in the vessel. Two secondary access sites were required to snare the separated segment. Another balloon was also required for tamponade. It was noted the balloon was deflated with an electronic deflator. Furthermore, the target vessel was highly calcified. Prior to the procedure, the surgeon stated the balloon was "sticky" when removing from packaging. The issue resulted in a procedure delay of approximately three hours. There was no further impact to the patient.